Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 2 patients tested for either elecsys hcg test system (hcg) or elecsys (B)(6) combi ((B)(6) combi) on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for the patient tested for hcg were erroneous. The initial hcg result from the primary tube was 1.25 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor since the patient is pregnant. The customer repeated an aliquot tube of the sample and the result was >10000 miu/ml. The aliquot tube was repeated using a 1:100 dilution and the result was 39845 miu/ml. On (B)(6) 2017 the customer repeated the sample from the primary tube and the result was >10000 miu/ml. There was no allegation that an adverse event occurred. The hcg reagent lot number is 189123 with an expiration date of 02/28/2018. Upon visual inspection, the customer noted there were blood fragments present in the sample. A review of quality control results do not indicate any issues. Pinch valve tubing was replaced on (B)(6) 2017. Liquid flow cleaning was performed on (B)(6) 2017. The customer stated they processed 5 random samples for the hcg assay and the results were reproduced. Instrument performance testing from (B)(6) 2017 produced acceptable results. A specific root cause was not identified. The possible root cause for the low result may be related to pre-analytics as pre-analytic issues can cause false low results for this assay.